Event description:
Event description cpi received information that this bipolar lead became dislodged. An invasive procedure was performed and a 'kink' was found in the lead. The lead was replaced with a positive fixation lead.